Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient experienced skin irritation at the abutment site and was treated with oral and injectable steroids (date and duration not reported).